Event description:
It was reported that the patient has a malignant tumor. To establish an intravenous access for further chemotherapy, a 39-cm PICC line was inserted via a right-sided venous puncture under color doppler ultrasound guidance in the invasive procedure room at 3:30 pm on june 1. The line protruded 5 cm from the skin, and the patient¿s arm circumference was 26.5 cm. The procedure was uneventful. The patient reported no discomfort during or after the procedure and was safely returned to the ward upon completion. On (B)(6) at 09:00, intravenous infusion was initiated as usual. At 12:00, the patient reported poor infusion flow. Upon examination, a blockage in the catheter was found; an injection of 0.9% sodium chloride solution was administered, but the flow remained poor. The patient reported pain and swelling at the puncture site. The catheter was withdrawn 5 cm, revealing exudate at the 37¿38 cm mark. Inspection of the catheter revealed a 2 mm crack. The catheter was trimmed by 6 cm; backflush showed blood return, and flushing was unobstructed. The catheter was reinserted to a depth of 33 cm with 4 cm exposed. Infusion was resumed under continuous observation; the patient reported no further pain at the puncture site, and there was no swelling or exudate at the site. The situation was explained to the patient and family, and they were reassured and assured of our understanding.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.